Manufacturer narrative:
Device (B)(4) no longer pertains to the event correction made.

Event description:
Trial patient's wife changed dead batteries on verify. They mentioned that patient felt miserable when they got urgency to void. Patient had dementia and stroke prior to evaluation. It was very hard for her to understand him and identify how they felt. Patient's wife continued to state that the patient was still feeling confused, miserable, upset and in pain when voiding with this evaluation. Patient was not feeling stimulation pain but they ignored urgency to void because they were not voiding anything but dribbles. Patient's wife still stated that their husband felt miserable when they felt the urgency to void. They said slight amounts were voided and they had to cath patient. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.